Manufacturer narrative:
Additional information was received that the reason for the explant procedure was due to patient experiencing pain and discomfort at the pocket site. It was mentioned that the patient would no longer proceed with the revision. No further course of action at this time.

Event description:
A report was received that the patient will undergo a revision procedure wherein the ipg will be explanted for an unknown reason.

Event description:
A report was received that the patient will undergo a revision procedure wherein the ipg will be explanted for an unknown reason.